Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent revision for the open reduction internal fixation surgery for trochanteric femur fracture with the implants in question. It is unknown if the patient has fallen and the patient is unable to walk. After the surgery patient happened to have the cut-out. The patient will undergo revision surgery for replacement, with total hip arthroplasty (tha) on (B)(6) 2021 at a different hospital than the first one was operated. Surgeon commented that this cut-out did not seem to be product related and implants were placed appropriately. Surgery was completed successfully with no surgical delay. This report is for one (1) 2.7mm ti locking scr slf-tpng with t8 stardrive recess-20mm. This is report 6 of 8 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 412.106ts, lot: 1l50197, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 18. Sep. 2018, expiry date: 01. Sep. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.